Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-46593. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose for the past week or two. Customer stated that she had cancer and develops infections quickly and was also taken off medication which could be affecting her blood glucose level. Customer stated she treated with the insulin pump but could not get below 400 mg/dl. The customer also reported she experienced sensor discrepancies and threshold suspend while sleeping. She had stopped using the sensor for a few months because she was getting a rash and started using them recently but noticed they were expired. She first experienced a threshold suspend back in (B)(6) 2014. She declined troubleshooting and would contact the doctor regarding the high blood glucose.